Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems and recurrence. It was reported that the patient underwent an unknown surgery in 2010 due to recurrence of incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent removal of implantable pulse generator and quadripolar lead on (B)(6) 2012 due to back pain, neurogenic bladder and urge incontinence. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent urethrolysis, re-do transvaginal tape, obturator approach on (B)(6) 2010. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/03/2016. Additional information: age/date of birth.